Event description:
It was reported that during priming there was a separation at the bonded connection. Although requested, there has been no impact to patient response or additional event information made available to date.

Event description:
It was reported that during prime there was a separation at the bonded connection. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of set separation at bonded connection was confirmed. A photo provided by the customer shows that the tubing was separated from the smartsite inlet port below the check valve. Fluid appears to be observed from the separation. The root cause of the customer's report could not be confirmed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during prime their was a separation at the bonded connection.